Event description:
During a vats procedure, the device misfired and staples did not form. There was no patient consequence. The case was completed with another like device.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.